Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported in (B)(6) 2016, patient ended up in the hospital last week and were unsure why. Patient stated he was extremely sick, and the healthcare provider (hcp) said patient was going through withdrawal. Patient received a shot of medication and went to see his hcp and hcp checked the pump and catheter and everything was fine. Patient reported another episode of throwing up, diarrhea, sweat, was delusional, etc. Patient stated the hcp "thinks the pump was malfunctioning" and was going to replace it, and will replace it with a smaller pump because patient had been having problems with the larger pump. It was noted the hcp "jacked up the pump and gave a boost and that helped a little bit." Patient mentioned hcp told him to take 2 oxycodone and patient reported "feeling better so it was the pump." It was stated patient just had the pump placed and patient was not happy. Patient called back on (B)(6) 2016 and stated they do not know what was wrong with the pump and he has been in withdrawal for 5-6 days.

Manufacturer narrative:
Other components include: product ID 8731sc, serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturer representative (rep). The patient was receiving 2.3224 mg/day of hydromorphone at 5.0 mg/ml via the pump. It was indicated the patient had developed acute withdrawal and loss of therapy in mid september. The patient saw their healthcare provider and there were no alarms in the pump logs. The rep indicated other diagnostics were performed, and were negative. However the rep did not know what diagnostics were performed. It was reported the device was scheduled for replacement (B)(6) 2016. The device was returned to the manufacturer on september 30, 2016.

Manufacturer narrative:
(B)46). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis of the pump on (B)(6) 2016, revealed no anomaly. As per the pump's log, hydromorphone hcp with concentration 5.0 mg/ml was being administered at a simple continuous dose rate of 2.3224 mg/day as of (B)(6) 2016,. A partial catheter (explanted on (B)(6) 2016 was also returned to the manufacturer. Analysis of the catheter segment on (B)(6) 2016 revealed coring/tears/cuts in the seal regarding the sutureless catheter connector; leaking at the sutureless catheter connector was seen during pressure testing (met leak criteria per (B)(4). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.